Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 977c265, serial# (B)(4), implanted: (B)(4) 2018, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 17-may-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient had issues with his controller since he was implanted. Caller stated that it would go down to the lowest stimulation setting by itself and will not hold the stimulation level that he set it at. Caller did confirm he had adaptive stimulation and that he and the rep worked to get the stimulation settings/level locked in and the issue persisted. The caller mentioned that sometimes when he turned on the controller he would see the recharge screen, again, unprompted. Caller also mentioned that he would have to turn the device on and off a few times to have the device find the implant. They mentioned that he had surgery to move the paddle lead to a different location and he thought that may resolve the issue, but it didn't. They tried troubleshooting steps for the controller and for adaptive stim and were transferred to repair. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Correction: added device code to ins instead of the controller. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type programmer, patient. Product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient responded via letter on (B)(6) 2019 stating that the cause of their issues was unknown and that they received the controller was replaced to resolve their issues with the stimulation settings changing on their own/inability to locate the ins. They stated that the new controller did not resolve all their issues. Their replacement controller had problems. No out of box failure was reported. No further allegations/complications were reported.